Manufacturer narrative:
This is an addendum to the initial MDR to correct the expiration date.

Manufacturer narrative:
"Currently, it is unknown whether the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. Based on the information provided, it is unclear at this time if the additional surgery was to repair the original hernia defect repaired in (B)(6) 2014. In regards to hernia recurrence, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication.if additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum #1: this is an addendum to the initial MDR to correct the expiration date. Addendum #2: h11: this supplemental MDR is submitted to document additional information provided and to correct manufacturing date. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, post implant of ventrio mesh, patient was diagnosed with infections and underwent mesh explant. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device". Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2014 - the patient had a ventrio hernia patch implanted to repair an incarcerated ventral hernia defect. (B)(6) 2014 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with incarcerated ventral hernia and underwent repair with ventrio mesh. Per operative-notes, "the hernia sac, small bowel were resected and ventrio patch was placed¿. (B)(6) 2014 - patient was diagnosed with abdominal wall infection and underwent open repair with mesh explant. Per operative-notes, "the ventrio patch was detached and biological mesh was placed¿. Attorney alleges that the patient had abscess, adhesions, emotional injuries, infections, pain, nerve damage and other organ perforations.

Manufacturer narrative:
"Currently, it is unknown whether the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. Based on the information provided, it is unclear at this time if the additional surgery was to repair the original hernia defect repaired in (B)(6) 2014. In regards to hernia recurrence, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication.if additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2014 - the patient had a ventrio hernia patch implanted to repair an incarcerated ventral hernia defect. On (B)(6) 2014 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently.